Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Customer reports that the product is porous and leaking and was noticed after use. There was no patient harm. The customer further reports that octenisept was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. The uvc was secured with nein and was sutured and fixation on skin with plaster. The uvc was inserted the night of (B)(6) in the umbilicus. The uvc was used continuously with 50 ml-perfusorspritzen max 5ml/hour. Octenisept was used to clean the device. The uvc was removed the morning of (B)(6). The device was not replaced. The status of the patient is stable, no patient harm.

Manufacturer narrative:
The exact date of the incident was originally stated as (B)(6); however after additional information received, the incident date is unknown.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The sample consisted of a 3.5 fr urethane umbilical catheter with signs of use. After a visual inspection was performed, a hole was found below the strain relief, at the base of the luer fitting. During functional testing (underwater test), bubbles were detected coming out below the strain relief. Per the instructions for use, exercise caution when using sharp instruments near the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The most probable root cause can be due to improper use of cleaning agents or the device may have come into contact with a sharp object. A corrective action is not applicable at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.